Manufacturer narrative:
The driver's alarm history was reviewed and revealed one new alarm fault code, a 39 fault code, which is an alarm produced by power communication errors, typically observed during onboard battery exchange. Only permanent alarms are recorded in the driver's alarm history, intermittent and/or recoverable alarms are not recorded. The driver in "as received" condition passed all test requirements associated with normotensive and hypertensive settings. Additionally, the driver underwent an onboard battery exchange test, during which multiple batteries were installed in both battery wells. After each pair was inserted, the driver ran off of battery power for approximately one minute with no issues or fault alarms observed or recorded. The customer-reported intermittent fault alarms were not able to be reproduced during investigation testing. The driver performed as intended with no evidence of a device malfunction. The root cause of the customer-reported issue could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4907 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the reported issue was observed while the freedom driver was supporting a patient, it did not prevent the device from performing its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited intermittent fault alarms while supporting a patient. The patient had normal blood pressure and cardiac output of 6 liters per minute. The customer also reported that the patient was switched to a back up freedom driver. There was no reported adverse patient impact.